Event description:
A report was received from the field indicating that when the cypher us otw 3.50x28 was removed from package, the stent was not secured to the stent delivery system, it was not even on the system.

Manufacturer narrative:
The product was not returned for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Any add'l info will be submitted within 30 days of receipt.